Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button unresponsive. The customer blood glucose level was unknown. Customer stated that the insulin pump had motor was stop working and received motor error alarm. The customer also reported that the insulin was squirting during manual prime process. Customer also reported that they received explainable no delivery alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, a21 error test and the delivery accuracy test at 0.08735 inches. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime or a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. No a33 alarm noted during testing. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unable to verify no delivery alarm or drive/motor anomaly due to prime anomaly. The motor was tested outside of the device and passed. All buttons functions properly. No damage noted on the keypad traces. No button error alarm noted. During visual inspection, the keypad connector on the was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.